Manufacturer narrative:
Investigation of the returned ng catheter has been completed. The split was noticed when the ng catheter was removed from the patient and there was no report that the ng catheter malfunctioned during use. No information about feeding or medicines administered through the ng catheter has been received. Visual inspection of the returned ng catheter confirms that it is intact but the ng catheter has a straight knife-like cut along the edge of the barium strip and deep to the feeding lumen, from the distal end along the barium strip up to the 9th electrode ring, about 6 inches. There are no other signs of material degradation like enlargement. A check of the material parameters for the ng catheter showed that all parameters were within the specified limits. There was also no abnormality with the batch and no faults has been identified in the manufacturing process. Each ng catheter is individually manufactured and inspected therefore there is no indication that the fault is batch related. The cause of the split/cut has not been determined but it is not likely that the cause was due to use. The appearance indicates that either it was cut by a sharp object or there was a manufacturing fault.

Event description:
Importer ref: (B)(4). Manufacturer ref: (B)(4).

Event description:
It was reported that on removing the ng catheter from the patient after 4 days of use, it was noticed that its distal end was spilt open. It was stated that the split was 6 inches or so. There was no patient harm. (B)(4).